Manufacturer narrative:
Final analysis confirmed the reported event of ¿insulation abrasion¿. A complete lead was returned in two pieces. On the connector piece, no anomalies were noted. On the distal piece (b), one internal insulation abrasion breaching ring electrode cables lumen was noted at 7.2 cm to 10.3 cm from distal tip between right ventricular and superior vena cava shock coils. The ring electrode cable ethylene tetrafluoroethylene (etfe) coating was intact and the inner coil was not exposed in this abrasion region. Other damages found on these two pieces were consistent with procedural damages. Electrical tests did not find discontinuities or shorts on any conduction paths.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the patient that his right ventricular lead was frayed. The patient was scheduled for a procedure. It was noted that the lead conductor was externalized. The right ventricular lead was extracted and replaced. The patient was fine after the procedure and during discharge the next day.